Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device leaked during use. The leak was between the connector of the main tube and inflation tube.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, ten samples were selected from current production at the manufacturing facility. A visual exam was conducted and no defects were observed. Cuff pressure was tested on the samples and the cuffs on all ten samples could be inflated without any issues and they maintained pressure with no abnormalities. Because the actual sample was not returned for evaluation, the complaint could not be confirmed. There were no issues found with the samples selected from production.

Event description:
The customer alleges that the device leaked during use. The leak was between the connector of the main tube and inflation tube.